Event description:
It was reported that this system triggered a lead safety switch (lss) due to out of range, high, pacing impedance. There was a signal artifact monitor (sam) episode as well. The ring impedance was also high, out of range. There were numerous atrial tachy response (atr) indicated due to myocardial oversensing. It was recommended to bring the patient for a revision and reprogram the device depending on what was found at the follow up. After the follow up it was determined that a right atrial lead spring contact issue was present. The right atrial lead is a competitive device. The device was reprogrammed to unipolar pacing with bipolar sensing. The system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).